Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side " has been suffering from heavy type pain located in the left breast (lower and external quadrant), brings magnetic resonance studies suggesting extracapsular rupture." The device remains implanted.